Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, both tamper seals were removed, right plunger case was broken at top sensor test, bottom case was cracked at battery door screw boss. The event history log had the reported events. The technician performed occlusion and power up self tests, which the reported events were duplicated. The root cause of the reported issue was found to be a combination of motor assembly, worm gear, leadscrew, clutch halves were found old, dirty and worn out and faulty main printed circuit board (pcb). The technician replaced worm coupling, worm gear, motor mount, lead screw, clutch halves and main pcb. The device passed functional and delivery tests. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the device had a motor rate and bad force sensor error. No patient injury was reported.